Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery? Super obesity (imc 56) did the patient have any preexisting conditions to include coagulation disorders? No was the patient on any anticoagulation medication? No how was the bleeding identified? Bleeding evacuations was the bleeding addressed with 2nd operation? If so, were any staple formation issues noted at site of anastomosis? There was no 2nd operation was the bleeding intraluminal or intra-abdominal? Intraluminal what was the estimated blood loss? 3l were there any recent changes of surgical technique, device use or preoperative regiment? No what is the current patient status? Healthy

Event description:
It was reported that during the surgery did not occur any eventuality. The patient began to have a digestive hemorrhage the day after the surgery, approx 24 hours after having finished the surgery. The patient had more than 8 evacuations with blood. It was required transfusion of 4 frozen plasmas. The site of the hemorrhage: jejunum jejunum anastomosis. During the procedure no action was taken as there was no problem, the bleeding was presented post-surgical and the action that was taken was transfusion of 4 frozen plasmas.